Event description:
Patient¿s father contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, patient experienced a hypoglycemic event. Paramedics were called and patient was treated with glucose. Dexcom has attempted to contact patient¿s father several times in order to collect more information around the time of the event but has not been able to reach patient¿s father. At the time of her father¿s call to dexcom technical support, patient was feeling better.